Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Additional observation not reported by site: the instrument was found to have a broken conductor wire close to the proximal clevis hole. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Common causes of the this failure mode are attributed to various handling points during using or reprocessing. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the fenestrated bipolar forceps instrument had remaining lifes. There was no report of patient involvement or patient injury.